Event description:
It was learned through implant patient registry that a 23mm 11500a aortic valve was explanted after an implant duration of 1 years, 3 months due to unknown reason. The explanted valve was replaced with a 25mm 11060a valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical records that a 23mm 11500a aortic valve was explanted after an implant duration of 1 years, 3 months due to endocarditis, valve dehiscence, and pvl. The explanted valve was replaced with a 25mm 11060a valved conduit. Per medical records, the patient had a history of endocarditis back in april 2022 (approximately 8 months after avr). She was treated with IV abx at that time. She recently presented for her follow up appointment with sob and fatigue. Her imaging revealed aortic root and perivalvular abscesses with moderate aortic valve thickening and dehiscence of the bioprosthetic valve resulting in elevated gradients, severe aortic insufficiency, and moderate pvl. She underwent redo avr utilizing a 25mm 11060a konect valved conduit. The patient expired 3 months, and 16 days post redo avr.